Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor in use with their information center central monitor fell. No patient, user or bystander harm was reported.